Event description:
It was reported by service reported that the head right side rail timing link was badly bent and the side rail would not raise. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: timing link.